Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed. The field service engineer cleaned the smart remote manager latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower smart remote manager had constantly failed for nurses to pull medications for patients. The customer also stated that this malfunction caused a delay in dispensing medications to patients, since the smart remote manager would signal to open the refrigerator and emit a beeping sound; however, it would not unlock without a firm wiggle to gain access. There were no adverse events or injuries reported based on this event.